Manufacturer narrative:
Received seven bags of 450230/g2010365 for evaluation. No customer pictures were received. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer samples to our affiliated headquarters in austria for evaluation. According to their investigation, a review of production documentation revealed no deviations in association with the reported issue. They have no further similar complaints on the material/batch. Samples were checked both visually and functionally. Visual inspection of the outer packaging of the claimed products appeared in outworn condition. Visual inspection revealed one loose tube holder and one loose quickshield part has been observed in one of the bags containing customer samples. Further, two tube holders have been observed containing an oblique assembled quickshield of which one showed slight damages at the luer connection. During the function test, the screwing-in torque, spin-out and further the pull-off force quickshield was determined. In addition, a general function test was performed according to valid instruction for use (IFU). No deviations were observed during functional testing of samples without any damages. The inspection of the assembly line "quickshield" did not reveal any malfunctions that may explain the described issues. Further, a function test of the assembly line was performed without observing any issues. No issues with product that wasn't damaged, and the IFU clearly states do not use if damaged. The complaint is considered not justified.

Event description:
Customer states the needle assembly come apart while in the patients arm. Also, while applying the safety to the needle the safety completely snap off.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customr. Samples for evaluation were shipped to our headquarter, where we buy the product from, but did not arrive yet. As soon as the investigation is completed, a supplemental report will be filed.